Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during embolization of vessel treatment, this coil would not detach with using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician did not use instant detacher to detach the coil but directly tried to detached coil with manual method. The physician tired three times to detach with manual method, but coil did not detach. No patient injury was reported.

Manufacturer narrative:
Additional information received that concerto coil will not be returned for evaluation as it was not saved by the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the concerto coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU." If information is provided in the future, a supplemental report will be issued.